Event description:
It was reported that several weeks after an absolute pro was implanted in a superficial femoral artery, the patient returned to the cath lab with thrombosis in the entire length of the leg. Thrombolytics and heparin were administered through a catheter and the patient was re-assessed after five hours. There was improvement but the thrombosis was not totally cleared so the infusion was administered overnight and the thrombosis had cleared after 24 hours. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of thrombosis is a known observed and potential adverse event as listed in the absolute pro peripheral self expanding stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.